Event description:
The customer imported a new CT data set into an existing pinnacle plan. The user was warned that they were attempting to overwrite an existing data set. The user selected "yes", allowing the overwrite to occur. The user then opened the plan and found that the existing plan now had the new CT data and the old dose distribution. An anomaly in the pinnacle software allowed the user to overwrite the data, rather than prohibiting the action. Further, when this did occur, the software did not detect the conflict and invalidate the dose.